Manufacturer narrative:
Additional information was provided that indicated the capsular tear reported did not require a vitrectomy procedure and post op patient outcome was well. Device evaluation: the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the tubing pack model no. Opo71, lot# 60139731. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event is unknown as it was not provided. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During a cataract extraction procedure, the surgery reported two patients had capsular tear occur in the operative eye when using the opo71 disposable tubing pack. A description from the surgery center indicated out of 7 cases, they had 2 capsular tears and in 2 other cases, they had unstable chamber. It is unknown if there was surgical or medical intervention required. Although several attempts were made for additional information, no additional information was provided. This report is 1 of 2 reports.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.